Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra mini meter was displaying the apply sample indicator. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6), 2010 at 8:15am. The pt manages her diabetes with 500 mg of glucovance. Prior to the alleged issue, the pt indicated she took her oral medication at 7am. One hour following the reported issue, the pt claimed she experienced symptoms of shaking, nervousness, lightheaded, and feeling faint. Per cca documentation, the pt denied receiving any treatment following the alleged meter issue. At the time of troubleshooting, the cca noted that the pt followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.